Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron clinical systems cuvette wash station probe was leaking. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced leaking wash valve with new on the cuvette wash manifold.